Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced low blood glucose the night before. The customer stated that blood glucose level was 40 mg/dl and the sensor was reading 76 mg/dl. The customer treated by drinking juice and declined troubleshooting.